Manufacturer narrative:
Failure analysis noted that the pump passed the displacement tests. The pump alarmed motor error during basic occlusion due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test due to the motor error. It was received with normal operating currents. It passed the self-test and off no power test. The motor was tested and passed. Unable to confirm the motor position encoder error alarm due to overwritten history file. It alarmed displayable history check failed on startup due to corrupted history file. It had minor scratched lcd window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.